Manufacturer narrative:
Device was returned not deployed. Device data showed rotational sensor abnormalities during priming with a premature ending of second prime. A rotational sensor abnormality was replicated in device rerun. The needle and drive mechanism were inspected, and no issues were found. A rotational sensor assembly malfunction occurred causing the premature end of second prime, resulting in the needle to not deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached around 180 mg/dl.